Event description:
It was reported that the command guide wire was used in a procedure to treat a lesion in the distal femoral artery with heavy tortuousity and heavy calcification. There was no resistance during advancement or retraction of the device. But after retracting the guide wire, it was noted that the whole distal section of the command guide wire had separated in the mid femoral artery. As the sheath was still in place, a snare was used in an attempt to retrieve the separated section, but was unsuccessful. The physician noticed that during the handling of the snare in the vessel, that there seemed to be a calcified area that caused a scratching feeling while retracting the snare device. The patient was sent to surgery on (B)(6) 2014 to retrieve the separated section of guide wire. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported detachment of the device was confirmed. Based on the visual, scanning electron microscopy (sem) and energy-dispersive x-ray spectroscopy (eds) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. There were six unopened sterile guide wires returned. There were no damages noted to the returned guide wires. The cores of the returned sterile guide wires were confirmed to be intact.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.